Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced a bent cannula due to tape not sticking, which led to a hyperglycemia event on (B)(6) 2026. The patient attempted to manage the elevated blood glucose level with a manual injection and long-acting insulin. The patient's blood glucose level during the event was 401mg/dl, and the patient experienced symptoms including vomiting. The patient changed the infusion set and resumed the insulin delivery. No further information available.